Manufacturer narrative:
(B)(4). The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. Blood and solution was observed on the returned product. The optical resolution was verified to be acceptable and the diopter was confirmed to be a 18.0. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an unapproved cartridge and an unapproved handpiece was used with an unapproved viscoelastic. The product investigation could not identify a root cause; however, the lens was damaged. Due to the presence of blood and surgical solution, the damage is potentially related to customer handling. Additional information indicated a failure to follow the directions for use (dfu) was noted. The account used an unapproved cartridge/handpiece combination with an unapproved viscoelastic. The use of unapproved products may result in lens delivery difficulties or lens damage (B)(4).

Event description:
A customer reported that a patient described a strange visual impression days after intraocular lens (iol) implantation. According to the reporter, the patient's refraction was "inexplicable". The iol was explanted and replaced with another iol of the same model.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).